Manufacturer narrative:
The reported events of helix mechanism anomaly and twisted insulation were confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. Visual inspection of the lead found that the outer insulation was twisted due to over torqued inner coil. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism anomaly reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that after multiple attempts to find the optimal position during the initial implant procedure, a helix anomaly of the right atrial (ra) lead was noted and twisting of the insulation was observed. The helix was not tested prior to introducing the ra lead into the body of the patient. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.